Event description:
During a remote follow-up, far field r-wave oversensing, high capture threshold, low sensing, and episodes of inappropriate mode switching was observed on the right atrial (ra) lead. Abbott technical support recommending assessing the ra lead position and reprogramming the device to resolve the event, however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Additional information received indicated the increase in capture threshold resulted in loss of capture. The device was reprogrammed to resolve the event and the patient was in stable condition.